Manufacturer narrative:
Upon further investigation, the touchscreen issue was identified during testing. There was no delay to patient therapy, and therefore the malfunction does not have the potential to result in a death or serious injury. The complaint investigation has come to a reasonable conclusion that the event is no longer reportable.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the touchscreen of the device was insensitive. Patient involvement at the time of the event is unknown; no patient harm or injury was reported.